Event description:
It was reported that the therapy capacitor is inoperative. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a capacitor was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the therapy capacitor is inoperative. There was reportedly no patient involvement.